Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a spinal canal stenosis procedure on (B)(6) 2009. The reservoir functioned properly upon first activation. Then, on (B)(6) 2009, the lock was too loose and would not remain locked. There was no adverse consequence to the pt.